Event description:
It was reported that patient has not been for follow up for since (B)(6) 201. During follow up in (B)(6) 2015 there was an alert for patient notifier triggered by high voltage lead impedance being out of range. It was advised that further testing should be a priority. There is no report of adverse consequences for the patient due to this.

Manufacturer narrative:
(B)(4).